Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following day after implant atrial lead had dislodged when removing the temporary pacing lead. The physician tried to reposition the lead but was unsuccessful. The lead was removed and a new atrial lead was implanted. No patient complications have been reported as a result of this event.